Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump powered off due to a depleted battery and would not power back on despite charging attempts with multiple outlets and chargers, consistent with a device power/charging malfunction involving the pump hardware. Symptoms included no reported changes in blood glucose and no adverse clinical effects. Outcomes included continued cgm use with the dexcom app or receiver and a replacement device arranged with instructions to shut down the nonfunctional unit and return it. Investigation included remote troubleshooting and user guidance on device shutdown, data sync, and replacement logistics. Investigation of this device revealed a nonrecoverable power-on failure after battery depletion, consistent with a suspected hardware or charging subsystem malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to unavailable device analysis.